Event description:
Nurse saw what was thought to be smoke coming from the bottom and sides of the vapotherm precision flow humidifier unit. Upon initial close up investigation, it seemed like a vapor mist but within 20 seconds there was a bad, smokey odor. The vapotherm unit then alarmed with a yellow/orange box-type symbol indicating "disposable water path faulty or absent". Unit was discontinued from infant, the nasal cannula was removed from the baby and blow-by was given until a regular nasal cannula could be applied. Baby de-saturated briefly but recovered quickly with the blow-by and regular cannula. Inspection by clinical engineering found that the heater assembly had burnt up. Unit was returned to MFR for evaluation. MFR. The precision flow unit performed as designed by issuing an audible alarm and a visual icon on the front display. There was heat damage to the water pump motor stator circuit board from electrical current. The electrical components are rated as class (B)(4) to not burn with a flame, but to melt without dripping material (accredited test lab approved). The unit was repaired and returned to the hospital.